Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure with linx device implant on (B)(6)2015 by dr. (B)(6). -prior to removal, the patient was experiencing some esophageal dysmotility, distal esophageal diverticulum, severe regurgitation, and nausea. -device explant (B)(6)2017 by dr. (B)(6) due to severe dysphagia; patient also experiencing ongoing gerd symptoms, esophageal spasms, dehydration, and po intolerance. -device was found in the correct/position geometry at the time of removal; it was noted there was "significantly dilated proximal esophagus". -patient reported as doing okay after explant.